Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer tripped and fell on the pump causing the pump touch screen to become shattered. Additionally, the pump touch screen became unresponsive. Customer's blood glucose was between 175-200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.